Event description:
It was reported that the patient was traveling on the bus, from montevideo to his home town and suddenly he stopped being able to hear. There are no reports of blows or injuries. The batteries and cables were changed, but this did not solve the problem. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.